Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.